Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) after having his previous aus device removed in a prior surgery due to urethral erosion. No patient complications were reported in relation to this event.